Event description:
A malfunction alarm was reported for a pump, indicated by code malf 16, confirmed by tandem source. There was no reported adverse impact on the customer's blood glucose level. Technical support arranged for a pump replacement, confirming that the pump was still under warranty. The customer was instructed on how to put the defective pump into storage mode before returning it and will use an alternate form of insulin delivery, specifically mdi, in the meantime. The customer understood and acknowledged all instructions, including returning the problematic pump using a pre-paid label within ten days.